Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 159 mmol/l and potassium result was 4.33 mmol/l. These results were reported outside the laboratory. The doctor contacted the lab and suspected erroneous results based on the results from the previous day ((B)(6) 2015). The previous day's sodium result was 140 mmol/l and potassium result was 3.8 mmol/l. The suspect sample was repeated and the sodium result was 143 mmol/l and potassium result was 4.01 mmol/l. The sample was also repeated on another cobas c501 and the sodium result was 140 mmol/l and potassium result was 3.89 mmol/l. The patient was not adversely affected. The sodium electrode lot number was f7923. The expiration date was provided as "2015-11". The potassium electrode lot number was n4419. The expiration date was provided as "2015-12". A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.